Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using ruby coils. The physician performed a direct stick with a 5f sheath rather than gaining access through the femoral artery. The ruby coils were deployed directly through their introducer sheaths into the aneurysm. During the procedure, the physician met difficulty advancing three ruby coils from their introducer sheaths and they were not used. The procedure was completed after 6 ruby coils and glue were successfully deployed. The patient was well. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: in the condition that the two ruby coils and the pusher assembly of a third ruby coil were returned, it was not possible to distinguish between the coils, or to associate them with their specific lot numbers. The pet lock of the first ruby coil evaluated was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0, 58.0, and 66.7 cm from the proximal end; the introducer sheath was ovalized approximately 5.0, 9.5, and 30.5 cm from the distal tip; the coil was intact with the pusher assembly. The pet lock of the second ruby coil evaluated was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 and 9.5 cm from the proximal end; the introducer sheath was ovalized approximately 3.5, 19.0, and 55.5 cm from the distal tip; the coil was intact with the pusher assembly. The pet lock of the third coil's pusher assembly evaluated was broken at the proximal end; the pusher assembly was kinked approximately 13.0 cm from the proximal end; the coil was detached from the pusher assembly. This detached coil was not returned for evaluation. The introducer sheath for the pusher assembly was also not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicated that three ruby coils could not be easily advanced out of their introducer sheaths and that resistance was felt. Evaluation of the returned devices revealed that all units had kinked pusher assemblies and ovalized introducer sheaths. This type of damage typically occurs due to improper handling during use. If the devices were manipulated at an angle while force is being applied, it is likely that damage such as this may occur. The ovalization in the introducer sheaths could have caused the resistance that was felt during the procedure. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for each lot reported were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00300 and 00301.